Manufacturer narrative:
(B)(4).

Event description:
It was reported that a replace sensor now message occurred. The sensor was inserted into the arm, which is off label usage of the device, on (B)(6) 2020. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined as the allegation was not found. In addition, an early sensor expiration was found in connection to the reported allegation. The probable cause of the early sensor expiration was determined to be potential patient misuse. The reported event of a replace sensor now message is reportable based on the finding of an early sensor expiration. No injury or medical intervention was reported.